Event description:
The customer reported that their freestyle flash meter would turn on and off when the test strip was inserted and their meter displayed a battery and booklet symbol on their screen. The customer experienced symptoms of hypoglycemia and a loss of consciousness. There was no diagnosis, treatment or third party medical intervention reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: during the course of troubleshooting with adc customer service, it was discovered that the customer was using expired test strips. In addition, the customer received education on the battery message, and that the batteries should be replaced.